Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We tested the standby current of returned meter, the result was 1.4 a. The criteria is <55a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and returned strips (strip lot number:d170918-1 ). The control solution tests for level low were 66/61 mg/dl, for level high were 256/259 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass . 4. We tested the retain strips from our warehouse (same lot as patient's strip, lot number:d170918-1) with patient's returned meter and in house control solution. The control solution tests for level low were 59/63 mg/dl; for level high were 257/247 mg/dl. The request control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass .

Event description:
Reporter alleged that on (B)(6) 2018 around 1130, the end-user required medical intervention due to hypoglycemia. Reporter allegedly found the end-user drooling with facial droop; end-user was not able to respond to reporter's comments. End-user tested on the prodigy meter and received a result of 77 mg/dl approximately 71 minutes prior to reporter finding the end-user in current state. Reporter then contacted 911 and while waiting for the paramedics to arrive tested the end-user with the prodigy meter and received a 108mg/dl. Ems arrived approximately 8 minutes later and tested on their meter and received a 22 mg/dl. Reporter stated ems started an IV and administered "a half of syringe of dextrose" while end-user was in the ambulance. Upon arrival at hospital end-user's blood glucose was 114 mg/dl, reporter stated the end-user's blood glucose dropped again to 70 while at the hospital. End-user was given another "half syringe of dextrose" along with normal saline at a rate of 100cc/hr. Reporter stated end-user was also given potassium IV that was not related to raising or lowering her blood glucose level. Enduser was admitted to the hospital and spent two days. End-user's insulin levemir was recently changed prior to the event from 55 units to 60 units, which he administers at bedtime. Reporter is unaware of blood glucose level at discharge or any discharge instructions. No additional information regarding this event was provided.